Event description:
The surgeon noted: "this is the only time that I have used the uni clip and unfortunately every uni-clip that was placed in this pt has gone on to break. I removed the metal work recently". Mfg report number 9615741-2012-00063 was sent to cdrh on 09/05/2012. Add'l info received on (B)(4) 2012 provided add'l info, a second product ID was provided. The info noted: the breakage of the device occurred 6 months post operatively.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.